Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mjq413, 699g55 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a foot arthrodesis surgery on an unknown date and suture was used. The needle was detached from the suture during use on the epidermis. It was not a control release needle. There were no adverse patient consequences reported.